Event description:
--

Manufacturer narrative:
A commanded shock was performed which gave a yellow screen with a fault code 1005. A 41j shock was not performed due to the patients discretion. An echo will be performed to determine if the patient is in need of a ICD instead of a crt-p device. A review of the images and dvd by technical services noted that a system revision is recommended to determine the cause of the fault code 1005. In addition as the shock impedances had been out of range for over a year and the fault code appeared after a commanded 1.1j shock, the shock lead integrity would be compromised. There was no issue when it comes to the pacing part of the device, however. At this time the system remains implanted.

Manufacturer narrative:
Additional information noted that x-ray images were taken which did not show evidence for high shock impedances, connection issue and no visable lead damage. At this time the lead remains implanted.

Event description:
Boston scientific received information that this right ventricular lead had increase pacing impedances back in 2012 which were out of range. Defibrillation testing showed normal shocking impedances. During the next follow up (B)(6) 2012 out of range shocking impedances were once again noted, and the latest follow up in (B)(6) 2013 showed out of range shocking impedances once again. A request for review to technical services was made. No adverse patient effects were reported.

Manufacturer narrative:
A data disk and memory dump was requested for further investigation. Technical services also noted as this is a single coil lead and if programmed triad, >200 ohms would result. Technical services discussed performing a commanded shock test to evaluate the integrity of the high voltage system. At this time the lead remains implanted.